Manufacturer narrative:
Other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2018, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2018, product type: lead. The original report of this event was reported in regulatory report number 3007566237-2018-01533. The original notified date was 2018-may-21 and the original report was submitted on time but it wasn't until 2018-jun-18 that additional information made it clear the event should be separated into two different events. Therefore, the date MFR. Received is noted as 2018-jun-18. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative and a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient's lead had migrated 1 vertebral body below the intended area. The patient had a lack of therapy in the intended area and stimulation was no longer in the painful areas. An x-ray confirmed the lead migration. The impedances were normal. The representative attempted to reprogram the patient unsuccessfully. The entire system was explanted on (B)(6) 2018 no further complications reported.